Manufacturer narrative:
Corrected fields: h10 (cleaning sterilization and disinfection (cds) information was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (h10). Correction to h10: due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer does not know what the foreign material is. It is unknown if there was a delay to the start of pre-cleaning. During the pre-cleaning process, the customer aspirated water through the channel. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the scope in a detergent solution. It is unknown if the customer wiped/brushed the channel outlet with a clean lint-free cloth, brush, or sponge. It is unknown if the customer brushed the instrument channel, port, and suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: urf-p7 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Urf-p7 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the uretero-reno fiberscope, there is a problem with the tip. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found foreign objects in the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on channel tube, water tightness is lost; residual liquid or foreign material come out of channel tube; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; and venting connector under grip has corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.